Event description:
Overdelivery reported: the pump was programmed to infuse a maintenance solution on the primary mode at 100.0ml/hour and heparin (concentration unspecified) on the secondary mode at 5.0ml/hr. It was reported that the 250.0ml heparin bag was empty within approximately 8 hours. The pt's labs were monitored until the ptt was within acceptable limits. There was no pt harm reported. The customer contact states that "after reviewing the pump program, it was thought that the previous bag had probably been delivered in 8 hours as well". Though requested, there was no additional info available.